Event description:
A clinical incident was reported to arthrocare corp via maude report (B)(4). On (B)(6) 2010, the pt underwent a shoulder arthroscopy using an ultravac with integrated cable wand. It was reported that a piece of the tip of the wand was missing at the end of the procedure. It is unk whether a piece of the device was left behind in the pt. No adverse consequence to the pt was reported.

Manufacturer narrative:
No additional info was available from the maude report. Since no reporter name or contact info was provided, arthrocare was unable to obtain more detailed info to put into this report. The wand was not reported as returning to arthrocare for investigation. A lot history review was completed for the device lot. No abnormalities were identified that would lead to the reported product problem.